Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the guidewire was blocked inside the left ventricular lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 106.7 cm with the stylet stuck inside. The reported event of ¿guidewire was blocked inside the lv lead¿ was confirmed. The ptfe coating of the stylet was found stripped and bunched up inside the stretched inner coil at the proximal region of the lead. The cause of the reported event was isolated to the stripped ptfe stylet coating inside the inner coil consistent with procedural damage.